Manufacturer narrative:
Customer reported that there case was cracked and syringe holder rotates. Both intact,top case corners chipped and cracked down left side, plunger head spins loosely. Visual inspection, no alarms in ehl relating to reported problem, the top case was physically damaged and plunger head was loose. Impact or device was mishandled, it was caused by the customer. Replaced cracked top case, carriage and damaged plunger tube, performed pm and all functional tests which passed. .

Event description:
It was reported that the case was cracked and syringe holder rotates. No patient injury was reported.